Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. An implanted device fault was identified, and for patient protection the device was switched to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. Ts recommended device replacement. It was also reported this pacemaker was oversensing myopotential noise due to the unipolar sensing setting on the right ventricular (rv) lead. It was noted there was no pacing inhibition or asystole, and the patient's intrinsic rhythm was coming through. Also, the rv lead was exhibiting a high out of range pacing impedance greater than 3,000 ohms. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the issue was not confirmed, but the clinic stated the high out of range pacing impedance has been an issue since implant. The patient was scheduled for an in office visit to schedule a future device replacement. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. An implanted device fault was identified, and for patient protection the device was switched to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. Ts recommended device replacement. It was also reported this pacemaker was oversensing myopotential noise due to the unipolar sensing setting on the right ventricular (rv) lead. It was noted there was no pacing inhibition or asystole, and the patient's intrinsic rhythm was coming through. Also, the rv lead was exhibiting a high out of range pacing impedance greater than 3,000 ohms. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the issue was not confirmed, but the clinic stated the high out of range pacing impedance has been an issue since implant. The patient was scheduled for an in-office visit to schedule a future device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker reverted to safety mode. An implanted device fault was identified, and for patient protection the device was switched to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. Ts recommended device replacement. It was also reported this pacemaker was oversensing myopotential noise due to the unipolar sensing setting on the right ventricular (rv) lead. It was noted there was no pacing inhibition or asystole, and the patient's intrinsic rhythm was coming through. Also, the rv lead was exhibiting a high out of range pacing impedance greater than 3,000 ohms. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the issue was not confirmed, but the clinic stated the high out of range pacing impedance has been an issue since implant. The patient was scheduled for an in office visit to schedule a future device replacement. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.